Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6)2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('joint pain in the shoulders, wrists, fingers and knees') in a 38-year-old female patient who had essure (batch no. 846840) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), myalgia ("muscle pain in the neck, trapezius, thighs"), headache ("headache when wearing headphones"), tinnitus ("tinnitus"), insomnia ("insomnia, lack of restful sleep"), memory impairment ("short-term memory problems, worsening") and aphasia ("groping for words"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, the patient experienced metal poisoning ("nickel poisoning"), 9 years 3 months after insertion of essure. The patient was treated with surgery (in (B)(6)2021 a hysterectomy and bilateral salpingectomy will be performed). Essure was removed. At the time of the report, the arthralgia, myalgia, headache, tinnitus, insomnia, memory impairment and aphasia had not resolved and the metal poisoning outcome was unknown. The reporter considered aphasia, arthralgia, headache, insomnia, memory impairment, metal poisoning, myalgia and tinnitus to be related to essure. The reporter commented: it is planned in (B)(6) 2021 to remove the devices by hysterectomy and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): blood chromium - on (B)(6) 2020: <0.50 ¿g/l. Blood test - on (B)(6) 2020: nickel: 1.7 ¿g/l shows nickel poisoning tin: 0.26 ¿g/l. Lot number: 846840 manufacture date:2011-04 expiration date: 2014-04 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-feb-2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 11-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('joint pain in the shoulders, wrists, fingers and knees') in a (B)(6) year old female patient who had essure (batch no. 846840) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), myalgia ("muscle pain in the neck, trapezius, thighs"), headache ("headache when wearing headphones"), tinnitus ("tinnitus"), insomnia ("insomnia, lack of restful sleep"), memory impairment ("short-term memory problems, worsening") and aphasia ("groping for words"). On (B)(6) 2020, the patient experienced metal poisoning ("nickel poisoning"), 9 years 3 months after insertion of essure. The patient was treated with surgery (in (B)(6) 2021 a hysterectomy and bilateral salpingectomy will be performed). Essure was removed. At the time of the report, the arthralgia, myalgia, headache, tinnitus, insomnia, memory impairment and aphasia had not resolved and the metal poisoning outcome was unknown. The reporter considered aphasia, arthralgia, headache, insomnia, memory impairment, metal poisoning, myalgia and tinnitus to be related to essure. The reporter commented: it is planned in (B)(6) 2021 to remove the devices by hysterectomy and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): blood chromium - on (B)(6) 2020: <0.50 ¿g/l. Blood test - on (B)(6) 2020: nickel: 1.7 ¿g/l shows nickel poisoning tin: 0.26 ¿g/l. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.